Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 50 mg/dl that was managed with fast-acting carbs, followed by a hyperglycemic episode with a peak blood glucose value of 343 mg/dl after disconnecting from the device to shower. The user resumed insulin delivery upon reconnecting the ilet and glucose values returned to range. No outside medical intervention was required